Manufacturer narrative:
Additional information / investigation results will be provided in a supplemental report, if applicable.

Event description:
It was reported that there was an issue with monosyn suture. There are 2 cases of needle separation from thread in this batch number. The malfunction occurred upon opening the packet.

Manufacturer narrative:
Analysis and results: there is a previous complaint of this code batch but regarding other issue, that was closed as not confirmed after the analysis. We manufactured and distributed in the market 5,688 units. There are no units in stock in b. Braun surgical's warehouse. We have received an open unused sample with the needle detached from the thread and the thread still wound on the pack. However, without closed samples a proper analysis cannot be performed. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: in spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.